Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00040. Concomitant medical products: tmj system right standard mandibular component, part# 24-6545, lot# 816360d. Tmj system right fossa component, small, part# 24-6562, lot# 871990a. Unknown screws, part# unk, lot# unk. Initial reporter occupation - patient.

Event description:
It was reported the patient cannot open their mouth as wide as they would like. The doctor has administered botox and the patient does not report any relief. Attempts have been made and no further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The limited range of motion aspect of the complaint is confirmed, because the patient sees a physical therapist regularly for treatment of the issue. The patient also reported tightness and pulling in her neck by her ear and muscle spasms, potentially due to her teeth being unevenly aligned; this aspect of the complaint is non-verifiable. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR for the fossa component was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding limited range of motion, there is a complaint rate of 0.92%, which is no greater than the occurrence listed in the afmea. The most likely underlying cause cannot be determined from the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.